Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to receiving multiple inappropriate shocks. Upon review, it was revealed that the right ventricular lead provided inappropriate shocks due to over-sensing. Also, chest xray confirmed right ventricular lead dislodgement. The patient was admitted to the hospital and monitored with telemetry. A magnet was placed over the system to inhibit inappropriate therapy. The right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.